Event description:
Cryocyte container was transferred to the vapor phase of liquid nitrogen several hours before delivery to the clinic, transport was performed in a dry-shipper. Bag broke while thawing. The stem cells from the broken container were given to the pt. The pt successfully engrafted.